Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer.(B)(4).

Event description:
The customer stated that the unit is failing the oxygen (o2) calibration and the delivered o2 is out of specification by 8% when set from 60% to 90%. The issue was checked with a known good o2 analyzer. Technical support advised to try and balance the regulators and if this does not resolve the issue then to call back. This was found during testing and there is no patient involvement.